Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the torque wrench revealed superficial wear in the form of nicks and scuff marks on its surface. The device was returned set to the 80 in*lbf torque setting and could not be adjusted to the other settings by hand. Torque wrench was then mechanically tested at 80 in*lbf. The wrench is found out of required specification. The wrench was not tested for other torque set points, it could not be adjusted to the other settings by hand. The torque wrench may be stuck at its current setting due to wear and/or rust to the internal components of the device, irregular maintenance, and lack of lubrication. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The torque wrench has a potential field age of over 6 years. It has been likely subjected to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the over torquing of the handle can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Devices were sent to depuy spine complaint department in a (B)(6) box with no paperwork. And no shipping label. Just addressed to complaints.